Event description:
Customer's wife reported that they received a no delivery alarm during a bolus. The blood glucose reading was 139 mg/dl. She was assisted in performing a 5 unit fixed prime and stated that insulin did exit. She was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. She stated that insulin did exit, but that there was greater resistance than usual. She was advised to replace the reservoir and infusion set. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.